Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that internal leakage test failed during pre-use check. Identification of issue has been done by analyzing problem description. The pressure transducer board circuit board has been replaced to resolve the issue. Defective pressure transducer printed circuit board may lead to high pressure.  The defective part was not returned. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).